Event description:
The customer reported that during reprocessing ¿black oil¿ was observed exiting scope. The oil would exit the channel when being flushed. The customer stated that prior to reprocessing the scope had been used in an ultrasound endoscopy procedure with a water based lubricant without issue. There was no patient injury reported.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint was duplicated. Two leaks were found from the scope¿s instrument channel due to internal cuts. An additional leak was noted between the scope¿s control body and probe. The forceps cover glue was noted to be peeling. There were sixteen broken elements observed in the ultrasound image. The camera switch on the scope was found non-functional. Fluid invasion was noted in the ultrasound connector, scope connector and the control body of the scope. The scope ID chip showed 166 total uses. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of e2, e3. E, e3 - corrected to reflect initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.